Manufacturer narrative:
During follow-up, the patient said he has not noticed any defect or malfunction with the hm16 units.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course but the infection keeps returning over and over again. He has been placed on an antibiotic which he takes twice a week, and the infection still has not been resolved.